Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under the microscope revealed that the distal tip was chipped and broken off, confirming the complaint. Typically, these types of failures are attributed to rough handling by the end-user or possibly coming into contact with another hard object. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a rotator cuff repair, a cleverhook right had a broken tip. A new cleverhook has been used to complete the procedure with a delay of four minutes.